Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation (B)(4)). This complaint was rec'd by (B)(4) on (B)(6) 2012 from clark for product endotracheal (paediatric magill) tube size 4.0mm. Customer complaining: "the connector of the green e.t tube got disconnected."

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation (B)(4)). Based on available info this is deemed to be serious malfunction. The endotracheal tube ventilator adapter disconnects easily from the ventilator, this could lead to a serious adverse event. The pt will not be adequately oxygenated if the delivery sys is not functioning as intended. Respiratory decompensation could put the pt at risk for hemodynamic instability. Additionally, there are risks involved in extubating and reintubating (with a new device) a pt who requires mechanical ventilation and is not capable of breathing on their own. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.